Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The stent has a damaged condition, the findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by a healthcare professional, during the procedure resistance was experienced when using an enterprise2 4mm x 23mm stent. Resistance was experienced when the enterprise stent was advanced through the proximal section of a prowler select microcatheter. Only the stent was pulled out of the patient body and a same like product was used to complete the procedure. There were no damages noted on the enterprise stent or the prowler catheter prior to use or upon removal. An adequate continuous flush was maintained through the catheter. There was no difficulty during introduction of the catheter over the gw prior to the attempted use of this stent. It was verified that the introducer fully seated & secured in the hub. There were no adverse events due to the reported event. There were no intra or post procedural complications or surgical delays related to device or reported event. Visual analysis of the returned sample revealed that only the stent was returned for evaluation, it was inspected, and it was found damage. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10648789. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Since only the stent returned detached for evaluation, the functional test for the customer complaint regarding ¿delivery wire - impeded in microcatheter with no loss of cerebral target position¿ could not be performed. Therefore, the customer complaint was not confirmed. It is necessary that the stent is still inside of the introducer tube and attached to the delivery wire to perform the functional analysis. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damage on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during the procedure resistance was experienced when using an enterprise2 4mm x 23mm stent. Resistance was experienced when the enterprise stent was advanced through the proximal section of a prowler select microcatheter. Only the stent was pulled out of the patient body and a same like product was used to complete the procedure. There were no damages noted on the enterprise stent or the prowler catheter prior to use or upon removal. An adequate continuous flush was maintained through the catheter. There was no difficulty during introduction of the catheter over the gw prior to the attempted use of this stent. It was verified that the introducer fully seated & secured in the hub. There were no adverse events due to the reported event. There were no intra or post procedural complications or surgical delays related to device or reported event.